Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/17/2016 with the following findings: the review of the black box showed a call service 064-0008 occurrence on the date of the reported alarm issues. However, the alarm issue was not duplicated during the actual investigation. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring.